Event description:
Customer reported nurse found a puddle of fluid on the floor and noted the set had a hole in the tubing section above the pump. There was no pt harm related to the event. Further pt info was requested, but not available.

Manufacturer narrative:
(B) (4). (B) (4). The product was received. Investigation is not complete. A f/u report will be submitted with any relevant info.